Event description:
Customer in bern contacted us that the inlet pressure for the cardioplegia triggers at 10 mmhg while it is set to 0 mmhg. The settings have been checked by an engineer and confirmed that it triggers at 10 mmhg and not the set 0 mmhg. The issue doesnt have any clinical implication because 10 mmhg is low enough to keep cardioplegia functional during case.

Manufacturer narrative:
Investigation ticket opened to determine the cause of the incident. Conculsions to follow in follow-up report.